Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely a shift in the optical axis direction of the lens and imager may have occurred temporarily due to hitting or dropping the camera head. It is possible that misalignment in the optical axis direction resolved when the user of the device grasped the handle causing the blurred image to disappear. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer¿s report has not been confirmed as the device has not been returned to olympus for evaluation. Several request for additional information have been emailed to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for use, a blurry image appeared and went out on the high definition camera head while holding the handle to adjust the focus. There was no patient/user injury or harm reported to olympus.